Manufacturer narrative:
The reason for this revision surgery it was reported as, revision surgery: "this patient had a discovery elbow about 15 years ago and the humeral component became loose. Doctor decided to replace the 150mm length humeral component with a 200mm length revision stem. Changed out for a new condyle kit and new ulna bearing kit. Unfortunately I was not able to make out what these lot numbers were on the explanted items. Also do not have much info on when or where the original procedure was done. Gender: male age:84" the actual length of in-vivo for the item(s) listed is unknown as the original surgery date was not provided or could be established. This investigation is limited in scope as only partial information was provided to djo surgical - (B)(4) for review. The revised item(s) was not returned for examination and the item and or lot number(s) was not provided. To adequately investigate this event, the part and lot number(s) are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item(s) showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.

Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
The reason for this follow up is to correct d4 expiration date is unknown h4 manufacture date is unknown and h5.